Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump was received with cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.